Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis confirmed the errors c-83 via system logs. The iesu had light scratches and small chipped paint on the cover/housing, as well as scuffs on the grey bezels during visual inspection. The iesu displayed errors 1-88, c-83, and 1-89 on startup. The iesu log also shows error c-00. The current voltage is 230v, and the language was changed from european portuguese to u.s. English. Probable root cause is attributed to defective generator.

Event description:
It was reported that the erbe displayed the message: ¿contact service support¿. There was no reported injury.